Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection and death are listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience sierra stent system and the other graftmaster referenced are filed under separate medwatch report numbers.

Event description:
It was reported that during a left anterior descending coronary artery intervention, a 3.5 x 23mm xience sierra stent was advanced but failed to reach the lesion. Angiography showed a significant perforation. Patient became hypotensive and went into cardiac arrest. Cardiopulmonary resuscitation was performed, and a temporary pacemaker was placed, successfully reviving the patient. A 3.5x26mm graftmaster stent system was advanced but failed to reach the perforation and was removed without issue. Two additional graftmaster stents (3.5x19mm, 3.5x16mm) were advanced and successfully sealed the perforation; however, a distal edge dissection was noted. A 3x12mm xience sierra stent was implanted to successfully treat the dissection. Additionally, during this procedure, it was noted that the patient had severe aortic stenosis and was placed on an intra-arterial balloon pump. Aortic balloon valvoplasty was performed, with good results. Post procedure, the patient remained in critical condition with a poor prognosis. Later that evening, the patient died from pulseless electrical activity. There was no additional information provided.